Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous trans-hepato-cystic drainage (ptcd) treatment procedure, a stent dislodgement occurred. The stenosis being treated was located just after the hepatic portal region, and measured 4 cm in length. Initially, a 7f ptcd drainage tube was removed from the bile duct and another MFR's 0.025"/145cm guide wire was passed through the stenosis. Subsequently, a ptcd tube was passed through the lesion and the guide wire was removed. Another MFR's 0.035" guide wire was advanced through the lesion for the stenting procedure and the ptcd tube was retracted. The physician attempted to insert another MFR's 7f/10cm outer sheath into the common bile duct, but was unsuccessful; therefore, the distal end of the outer sheath was placed at the ostium of the hepatic duct. The physician then advanced the express biliary ld 8.0x60x75cm premounted stent system along the guide wire, but despite several attempts, it failed to cross the lesion. The physician exchanged the 7f/10cm outer sheath for 7f/30cm and 8f/10cm outer sheaths by the same MFR without improvement. Therefore, the stent sysetem was removed and the stent dislodged from the balloon once the system was outside the body. Therefore, the physician implanted another 7f ptcd tube and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "good".